Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11 livanova deutschland manufactures the heater cooler 3t system, the issue occurred in egypt. Reportedly, the customer's biomed service technician replaced the stirrer motor and the processor board, solving the problem. The unit returned to service. A review of the device¿s service history confirmed that no similar events have been communicated to livanova since the date of manufacturing. Based on the collected information, the root cause of the event was attributed to defective components. Wear of these components might be favored by the action of disinfectants during cleaning procedures and environmental conditions which the component worked in, such as high temperatures, humidity, condensation and water infiltration. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Livanova received a report about heater cooler 3t system showing error message ee7 ("stirrer mechanism is blocked (too slow)" ) while pump was not working on patient side. There was no patient injury.